Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and waring the adhesive patch might cause infection, bleeding, pain or skin irritatins (e.g.,redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2016. The patient reported that she has scars from each and every one of the sites on my stomach. At time of contact the patient stated that some are somewhat healing but it's taking about 7 weeks. A picture was provided by the customer and evaluated confirming the patient skin reaction. The root cause could not be determined. No additional event or patient information is available.